Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally.

Manufacturer narrative:
D6 explant date unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the yellow leur would not disconnect from the purge tubing to yellow leur on the 5.5 purge sidearm, despite warm water compress soaking on purge. Also, no placement signal unreliable alarms were noted/identified. There was no patient harm reported.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the yellow leur would not disconnect from the purge tubing to yellow leur on the 5.5 purge sidearm, despite a warm water compress soaking on purge. Also, the placement signal and left ventricle signal were intermittently dashing out with controller error alarms but without any placement signal alarms. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Priming issue. The clinical details state that they were unable to get the yellow luer to disconnect from the purge tubing during regular changing of the cassette on (B)(6) 2025. On (B)(6) 2025 they opened up a new cassette to replace the broken spike on the stuck luer. There was no product retuned so the root cause of the priming issue cannot be determined. Optical signal issue upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.